Event description:
The customer reported that the co2 function failed during the op check and that the parameter does not activate with filterline installation.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.